Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens into the pt's eye but noted damage to the lens. The surgeon removed the lens without injury to the pt. It is unk what model of injector or cartridge was used to deliver the lens into the pt's eye. The lot #s for these items are unk as well. It is unk what caused the damage to the lens.

Manufacturer narrative:
The facility sent back the packaging but the intraocular lens was not sent back.